Event description:
Pt underwent repair of c7-t1 herniated disk. During the procedure the burr broke off of a medtronic midas rex dissecting tool. Fortunately both pieces of the burr were recovered and the procedure continued without further incident. (B)(6) md assisted by (B)(6) md.